Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was managed with topical antibiotics. The recipient was recommended to wear processer off-ear until cleared.